Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on 02-jul-2024. The customer stated that their qc was acceptable. The alarm trace showed an abnormal sample probe movement, sample short, and abnormal aspiration alarms. The field service engineer (fse) found that the fluidics pathway was compromised. The fse replaced solenoid valves, diaphragms, rinse tubing, the sampling mechanism, and sample and reagent probes. The fse decontaminated the analyzer, confirmed rinse levels and probe adjustments, adjusted the cell blank level, and performed precision testing and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable vanc3 vancomycin results for 3 patient serum samples on a cobas 8000 cobas c 502 module. The doctor questioned the initial low results which prompted the customer to repeat the samples. For sample 1, the initial vanc3 result was <4 ug/ml with flag. The sample was repeated on another c502 analyzer and the result was 19.3 ug/ml. For sample 2, the initial vanc3 result was <4 ug/ml with flag. The sample was repeated on another c502 analyzer and the result was 8.1 ug/ml. For sample 3, the initial vanc3 result was <4 ug/ml with flag. The sample was repeated on another c502 analyzer and the result was 8.1 ug/ml. The repeat results were deemed correct.